Event description:
A customer had a problem with the single lumen PICC. The customer states that the catheter broke or separated after transfer of baby from scale to isolette in the nicu. Staff insists that no tension was applied to the catheter. No alcohol or acetone was is used in the nursing unit. Rep picked up sample and indicates that has snapped approx 2 cm distal of the butterfly. No ill-effects to pt. Immediate removal of catheter. Second device used without further complications. The device is being returned for examination.